Event description:
(B)(4). The patient has experienced pain, erosion of internal bodily tissue, dyspareunia, scarring, permanent impairment and has undergone additional surgery. The litigation does not specifically state which product was used on the patient; therefore, an unknown complaint is being entered. Additional information has been requested but not yet received.

Manufacturer narrative:
The product family for this women's healthcare product is unknown. Therefore, we are unable to determine the associated labeling and (B)(4) to review. Although the product family is unknown, the women health product IFU's are found to be adequate based on past reviews.